Event description:
It was reported that a pump alarmed for system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed through the history log. The evaluation was unable to determine the cause. Upon evaluation of known contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set- loaded state and the lower link switch does not activate.